Manufacturer narrative:
Problem: loose metallic debris: root cause - the component was not properly deburred after machining. Corrective action: to correct the problem, the machinist revised procedures to add a step to the operation to drive debris out of the lumen with a tightly sized gauge pin and included an inspection step to ensure all parts are 100% inspected and free of metallic debris. Problem - outer handle sticking. Root cause: glue migration to part interfaces. Correction action: revise procedures to implement a step to control adhesive application with a 17 gauge dispense needle. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
During the case, the surgeon had problems with two different teleports. Metal shavings fell out of the back of the first teleport when inserted over the k-wire. The shavings fell onto the pt's back and quickly picked-up by the first assistant. Nothing fell into the incision site. A second teleport was opened. The scrub technician examined it to make sure it was functional. He pulled the 1 button then pulled the 2 button to disengage the foot pedal and it would not come apart. Both the scrub tech and the first assistant pulled on the teleport to separate the foot pedal from the main handle; it took a couple minutes, but they were successful in getting it apart. The procedure continued without incident. Both teleports were discarded. There was no pt issues.